Event description:
The customer observed a falsely elevated alinity I total -hcg result for a patient sample. The following data was provided: (B)(6) 2025 sample ID (B)(6) initial result = 39.746 iu/l (40 iu/l), repeated 5 times and all results = <2 iu/l no impact to patient management was reported.

Manufacturer narrative:
When troubleshooting the issue, the customer observed a residue/yellow deposit on the bottom of wash cup. The customer cleaned and replaced the alnty I baffle wc, resolving the issue. Module function was verified with a control/precision run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional tickets for false positive patient results. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the alnty I baffle wc did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty I baffle wc were identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 03r65, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k170317.

Event description:
The customer observed a falsely elevated alinity I total -hcg result for a patient sample. The following data was provided: on (B)(6) 2025 sample ID: (B)(6) initial result = 39.746 iu/l (40 iu/l), repeated 5 times and all results = <2 iu/l. No impact to patient management was reported.